Event description:
It was reported the device and lead system measured varying and high impedances (between 528 and >3000 ohms). The lead and device were explanted and replaced. No patient complications were reported as a result of the event. It was noted that at the time of device changeout, there was blood behind the grommet of the device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: no anomalies found. Body fluid in the ventricular connector port likely caused varying ventricular impedance readings. It was reported the device and lead system measured varying and high impedances (between 528 and >3000 ohms). The lead and device were explanted and replaced. No patient complications were reported as a result of the event. It was noted that at the time of device changeout, there was blood behind the grommet of the device. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high impedance, low.